Event description:
It was reported that: bypass tube would not pass through valve. Additional information has been requested from account.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: bypass tube would not pass through valve. Additional information has been requested from account.

Manufacturer narrative:
Qn#: (B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician was unable to advance the bypass tube into the sheath hub. The first 18f manta device was removed and a second 18f manta device was opened and deployed, completing closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.